Event description:
It was reported that "pt reported that he has experienced 6 dislocations since the implant date. Called to see if his implant is part of the recall. Walks with a cane, has to take pain medication and muscle relaxers. Habitual acute pain."

Manufacturer narrative:
If add'l info becomes available then it will be submitted in a supplemental report.